Manufacturer narrative:
B3: event date estimated based on the date the manufacturer became aware of the event.

Event description:
Study data reported complications with the use of jetstream that led to distal embolization. The cvit2024 annual report on the registry data j-evt was presented for a total of 21 patients who underwent jetstream atherectomy therapy for calcified femoro-popliteal lesions and were retrospectively analyzed. During the procedure, six cases (28.6%) experienced distal embolization. On univariate analysis, the presence of poor tibial runoff (one or no tibial artery) and severe small artery disease (sad) were the risk factors for distal embolization.